Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device fracture") and perforation ("organ perforation") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no history of migraines. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), perforation (seriousness criterion medically significant) with abdominal pain, menorrhagia ("heavy menstruation"), menstrual disorder ("abnormal menstruation"), menstruation irregular ("irregular menstruation"), dyspareunia ("painful intercourse"), hormone level abnormal ("hormonal changes") and migraine ("severe migraines"). At the time of the report, the device breakage, perforation, menorrhagia, menstrual disorder, menstruation irregular, dyspareunia, hormone level abnormal and migraine outcome was unknown. The reporter considered device breakage, dyspareunia, hormone level abnormal, menorrhagia, menstrual disorder, menstruation irregular, migraine and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils properly placed. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migrated implants /left essure coil noted to be majority of the device within the uterine cavity."), device breakage ("device fracture") and perforation ("organ perforation") in a 23-year-old female patient who had essure (batch no. 761434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no history of migraines. Concurrent conditions included yeast infection, hypochondrium pain left, cholecystitis, inflammation, amenorrhea and endometriosis. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 3 months 16 days after insertion of essure, the patient experienced pelvic pain ("pelvic pain") and abdominal pain lower ("cramping"). In 2013, the patient experienced abdominal pain ("abdominal pain "). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), perforation (seriousness criterion medically significant) with abdominal pain, menorrhagia ("heavy menstruation / heavy bleeding"), menstrual disorder ("abnormal menstruation"), menstruation irregular ("irregular menstruation /irregular periods"), dyspareunia ("painful intercourse"), hormone level abnormal ("hormonal changes"), migraine ("severe migraines") and headache ("headache"). The patient was treated with surgery (removal of left essure device via laproscopy surgery). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, device breakage, perforation, menorrhagia, menstrual disorder, menstruation irregular, dyspareunia, hormone level abnormal, migraine, pelvic pain, abdominal pain lower, abdominal pain and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device breakage, device dislocation, dyspareunia, headache, hormone level abnormal, menorrhagia, menstrual disorder, menstruation irregular, migraine, pelvic pain and perforation to be related to essure. The reporter commented: removal details:operation performed: hysteroscopy, dilatation and curettage, removal o f the left essure device , diagnostic laparoscopy, bilateral chromopert abation. Removal details: the left essure device was identified, but did not appear to be in the proper position. We are unable to identify the right essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure coils properly placed. Most recent follow-up information incorporated above includes: on 27-jun-2018: pfs and mr received. Added event pelvic pain, migrated implants/ left essure coil noted to be majority of the device within the uterine cavity, migraines, cramping, abdominal pain, headache. Updated onset date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migrated implants /left essure coil noted to be majority of the device within the uterine cavity."), device breakage ("device fracture") and perforation ("organ perforation") in a 23-year-old female patient who had essure (batch no. 761434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no history of migraines. Concurrent conditions included yeast infection, hypochondrium pain left, cholecystitis, inflammation, amenorrhea and endometriosis. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 3 months 16 days after insertion of essure, the patient experienced pelvic pain ("pelvic pain") and abdominal pain lower ("cramping"). In 2013, the patient experienced abdominal pain ("abdominal pain "). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), perforation (seriousness criterion medically significant) with abdominal pain, menorrhagia ("heavy menstruation / heavy bleeding"), menstrual disorder ("abnormal menstruation"), menstruation irregular ("irregular menstruation /irregular periods"), dyspareunia ("painful intercourse"), hormone level abnormal ("hormonal changes"), migraine ("severe migraines") and headache ("headache"). The patient was treated with surgery (removal of left essure device via laparoscopy surgery). At the time of the report, the device dislocation, device breakage, perforation, menorrhagia, menstrual disorder, menstruation irregular, dyspareunia, hormone level abnormal, migraine, pelvic pain, abdominal pain lower, abdominal pain and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device breakage, device dislocation, dyspareunia, headache, hormone level abnormal, menorrhagia, menstrual disorder, menstruation irregular, migraine, pelvic pain and perforation to be related to essure. The reporter commented: removal details: operation performed: hysteroscopy, dilatation and curettage, removal of the left essure device, diagnostic laparoscopy, bilateral chromopert ablation. Removal details: the left essure device was identified, but did not appear to be in the proper position. We are unable to identify the right essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure coils properly placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.